Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had three 60 minute pmr clocks to bring the device out of overdischarge and numerous antenna locaters. They stated that they contacted technology support and were told that it typically takes three 60 minute clocks to bring it out of overdischarge. After these attempts the patient wanted to know their options and they stated that is when they discussed a non-rechargeable generator. It was reported that the patient was going to have their device replaced as it was not able to be brought out of overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report with be sent once analysis is complete. The conclusion code no longer applies.

Event description:
Additional information was received on (B)(6) 2017 from a manufacturer representative reporting that contact 3 was over 10,000 ohms. The patient was getting sufficient coverage. This even had been occurring for several years. The patient was replaced with a primary batter with the current settings of group a program 1 with 1 anode, 1 cathode, 0.9v, 200 pulsewidth, a rate of 40, and 1476 ohms, program 2 had 2 anodes, 2 cathodes, 0.5v, 120 pulsewidth, a rate of 40, an 811 ohms, 17 hours per day use, and an estimate of greater than 120 months. The explanted battery was received on (B)(6) 2017. No further complications were reported.

Event description:
On (B)(6) 2017, a patient reported poor telemetry or no telemetry with recharging. Patient reported she got the reposition antenna screen on implantable neurostimulator (ins) recharger when she went to recharge. It was clarified that the patient was getting the poor communication screen on the patient programmer during the call. It was unknown when the patient last felt stimulation but indicated that it was maybe last year. It was unknown the last time they were able to successfully charge the ins but indicated that it was maybe last year. The patient noted she had a spinal surgery and had been kind of out of it and so she does not remember the dates. The patient confirmed this is unrelated to device/therapy. The patient was redirected to their healthcare provider to address the possible overdischarge. The patient noted the patient programmer ran out of batteries and needed new batteries. The patient replaced the patient programmer batteries and was able to power on. It was subsequently reported that the manufacturer representative met with the patient on (B)(6) 2017 in hopes of getting the patient out of overdischarge status, but the patient forgot her recharger. The representative had a recharger but the software was not compatible. The patient was directed to reschedule an appointment with their healthcare provider. No further complications were reported/anticipated. The indication for implant was non-malignant pain. On 2017-05-03, additional information was received on 2017-05-03 from the consumer via a manufacturer representative reporting an alleged overdischarge. The caller reported 3 attempts of the 60 minute countdown but no response was noted. The patient programmer, implantable neurostimulator recharger (insr), and clinician programmer were not able to communicate with the implantable neurostimulator (ins). The last time that the ins was successfully recharged was (B)(6) 2016. This event started in (B)(6) 2017. The caller indicated that they would discuss options with the health care professional (hcp) either to try another physician mode recharge (pmr) or discuss replacing it with a primary cell battery device. On 2017-05-09, additional information was received from the manufacturing representative (rep) reporting that the patient had three 60 minute pmr clocks to bring the device out of overdischarge and numerous antenna locaters. They stated that they contacted technology support and were told that it typically takes three 60 minute clocks to bring it out of overdischarge. After these attempts the patient wanted to know their options and they stated that is when they discussed a non-rechargeable generator. It was reported that the patient was going to have their device replaced as it was not able to be brought out of overdischarge. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 97740 serial# (B)(4) product type programmer, patient analysis of the implantable neurostimulator (ins) (B)(4) found the stimulator (ins) battery to have reduced capacity due to the device being over discharged. It was reported that the ins was received with no telemetry and no output from any electrode pairs. It was reported that telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge was done the ins passed functional testing. Analysis found that according to the trace report taken from the ins, the last recharge while the device was implanted was on (B)(6)2016 and the battery was charged to 4.050 volts. On (B)(6)2016, the battery had depleted to the ¿lock¿ mode (,3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.